Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards surgical valve in the pulmonary position underwent an attempted valve-in-valve procedure after an unknown implant duration due to pulmonary stenosis and regurgitation. The surgical valve was fractured with a 22mm balloon and the ps and pr was relieved with no post gradient. The physician decided to not replace the surgical valve.